Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported a facility requested their unit be checked out because an occlusion alarm was heard and a system message was displayed during a procedure. Two cases were cancelled and patient impact is unknown at this time. Additional information was received from a nurse indicating a corneal burn occurred as a result of the reported event.